Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted due dysphotopsia, causing visual impairment. The physician noted the patient was unable to tolerate the lens and was complaining of any sort of light source (i.e. Indoor or outdoor) - halos. The patient was seeing 20/20 for distance and 20/30 for near. There was no refractive error and both eyes were completed without any issues. The physician decided to do an iol exchange in the patient's left eye. Lens was replaced with a pcb00 lens with no complications. There was no vitrectomy required. The customer discarded the lens and therefore will not be available for evaluation. Further more, the physician noted a possible exchange for the right eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.